Manufacturer narrative:
(B)(4). The customer biomedical engineer reported to have evaluated the ventilator, performed extended self-test (est) and short self-test (sst), and let the ventilator ran for 16 hours, during which no errors or alarms were generated. The reported malfunction was not duplicated, and the unit was returned to service.

Event description:
It was reported that, the ventilator generated an error message, and became inoperable. There is no information regarding patient involvement.